Event description:
It was reported that continuous glucose monitor displayed error message and caller experienced issue while trying to use sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from support, confirmed error message did not appear again, and successfully started new sensor session.